Event description:
The customer reported falsely decreased total bilirubin results generated on the alinity c analyzer on two patients. (B)(6). No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR# 3002809144-2020-00883 under a different suspect medical device. This MDR is being submitted as that was determine to be related to fa26jul2021( rcr# 3016438761-07/30/21-002-c). All available patient information were included, no additional patient information was available. Concomitant medical products: concomitant products-alinity ci-series system software ln # 04v20-12. Correction/removal number: 3016438761-07/30/21-002-c. A sample exception with message code 150 ¿unable to process test. Previous processing module error¿ is produced without notifying the operator of a reagent pipettor failure. The processing module transitions into the pausing state. Tests initiated prior to the sample exception may continue to process without dispense of reagents, potentially leading to incorrect results this is a software problem caused by the false implementation of the gate. This issue was embedded in the initial firmware release. Error handling when the pipettor rotation control is blocked by the gate is incorrect. There was no gate to stop sending the test result for the assay which has not completed all activities. In this case, alinity c processing module was sending the test result without flagging an error though the reagent for assays had not been dispensed into the cuvette. The third-party manufacturer (tpm) did not perform a thorough code review and were not able to design a robust test scenario against the fluctuation of the home sensor signal to detect false implementation of the gate. A product correction letter was issued on 26jul2021 to all customers with installed alinity ci- series system control module (scm) notifying them of these issues in software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series scm to software version 3.3.0 and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.